Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet. The customer's blood glucose (bg) level was 115 mg/dl. During troubleshooting with tandem technical support, the customer was instructed to plug the pump into a power source for at least 30 minutes. Multiple contact attempts were made by tandem technical support to determine if the issue was resolved after the leaving the pump plugged into the power source; however, the customer did not respond.